Event description:
It was reported that a pt underwent a pelvic floor repair procedure on (B)(6) 2012. Two weeks after the procedure, the pt complained of vaginal bleeding. The surgeon discovered a 5cm wound dehiscence and the pt was taken to operating room for a wound exploration. The area showed signs of infection and the surgeon did a partial mesh removal. The vsd was removed and the pt was placed on antibiotics. Additional info has been requested.

Manufacturer narrative:
(B)(4): infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.